Manufacturer narrative:
(B)(4). Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged frozen screen found on (B)(6) 2023. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No frozen screen noted during testing. Successfully downloaded history files and traces using thump. Pump error 43 was found on (B)(6) 2023 at 19:40:44.00 due to hall effect sensor error. Pump error 82 was found in the history files on (B)(6) 2023 at 15:45:31.00 was due to software error. Pump error 82 alarm was found in the traces indicated that power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. Pump was cut open to perform visual inspection and found corroded home switch and moisture damage on pcba 1, motor, and force sensor. Motor was tested outside of the device on the stb3 station and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: overlay scratched, cracked keypad overlay, pillowing keypad overlay. Sw 6.7 pump error 43 (file number 121 line number 602, file number 121 line number 752) on the period from (B)(6) 2023 07:23:29 to (B)(6) 2023 16:02:53 mfda bucket test was failed: - 172 times with reason "e" (the hall sensors reported an invalid state for more than 3 seconds); - 11 times with reason "c" (10 separate mfda bucket tests detected any unintended movement); - 1 time with reasons "a/b" (the net forward/backward encoder error is greater than 4) and "e"; which resulted fault 130 nm_mfda_error_e triggered 21 times. Also mfda issue resulted fault 43 nm_motor_drive_error_e was triggered 9 times. Pump error 43 was confirmed in the history files due to hardware error anomaly caused by moisture damage. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in (B)(4). No frozen screen was noted during analysis. Frozen screen was not confirmed. Pump exposed to moisture confirmed on pcba 1, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a frozen display. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.